Event description:
Pump was leaking from the blue tubing at the base of the pump during use. Pt advised to remove catheters, per doctor's instructions, and save pump. No adverse event occurred. Update (B)(6) 2010: wife reported that she had been squirted in the face by the pump when she opened the carrying pouch to check the pump. She washed out her eyes and washed her face and is fine now.

Manufacturer narrative:
Sample has not yet been rec'd, but was reported to be available. The sample will be evaluated when rec'd and a f/u report will be filed.